Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 409 mg/dl. . Customer states they disconnected from the insulin pump and saw the insulin drip out. Customer stated that he was now getting the insulin that he bloused. Customer declined troubleshoot and disconnected the call. The device will not be returned for analysis.